Event description:
The recipient reportedly experienced device extrusion followed by skin breakdown and an open sore. The recipient's device was explanted. The recipient was treated with antibiotics and steroids. The recipient is healing well and shows no signs of infection. The recipient will be reimplanted once infection fully resolves.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the bottom cover, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented and electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly healed. The recipient will not pursue reimplant surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.